Manufacturer narrative:
This product is not approved for sale in the united states and this study investigated a technique not included in the united states. The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported during a study conducted in (B)(6), titled: (B)(4), implantation of the idrt sl in one step to the pt's leg on (B)(6) 2014. On (B)(6) 2014, accumulation of fluid was observed and detachment from the wound. The graft failed. The pt refused a new graft. Closure of the wound on (B)(6) 2014.